Manufacturer narrative:
Updated date of event.

Event description:
It was reported that a thrombus occurred. The patient underwent a successful watchman left atrial appendage (laa) closure procedure and a 24mm watchman laa closure device was implanted. Patients 45 day follow up was unremarkable. At that time, patient stopped oral anti-coagulants and remained on plavix and aspirin, per protocol. Patient presented for 1 year follow-up visit and a ping-pong ball sized thrombus was discovered on the device. Patient was started on lovenox for 90 days after discovery of the thrombus. On (B)(6) 2019, patient underwent a sternotomy to remove the thrombus from the device. No further information is known at this time. It was further reported that warfarin was started on (B)(6) 2018, 1 month prior to the watchman implant. Warfarin and 81mg aspirin were prescribed post implant on (B)(6) 2018 until transesophageal echocardiogram was performed on (B)(6) 2018 for the 45 day follow up. Warfarin was stopped and plavix was started and aspirin was increased to 325mg daily starting (B)(6) 2018. Aspirin was decreased to 81mg on (B)(6) 2018 per patient because the patient had increased bruising and hematoma on their arm. Plavix was continued. Plavix was then stopped on (B)(6) 2018 (6 months post implant) and the patient continued aspirin 81mg daily. The patient presented for 1 year follow up on (B)(6) 2019. A complete seal was noted during implant without change at follow up. It was decided to surgically remove the thrombus after no resolution of the clot following 90 days on lovenox. The device is still in service and was over sewn with a pericardial patch after thrombus removal. Post-operative after thrombus removal, patient started warfarin with international normalized ration greater than 2. Patient will continue warfarin and aspirin daily. Patient was discharged (B)(6) 2019. Seen for follow up on (B)(6) 2019 and patient is doing well. Will present for 3 month follow up (B)(6) 2019.

Manufacturer narrative:
True event date is unknown; therefore, event date is approximated.

Event description:
It was reported that a thrombus occurred. The patient underwent a successful watchman left atrial appendage (laa) closure procedure and a 24mm watchman laa closure device was implanted. Patients 45 day follow up was unremarkable. At that time, patient stopped oral anti-coagulants and remained on plavix and aspirin, per protocol. Patient presented for 1 year follow-up visit and a ping-pong ball sized thrombus was discovered on the device. Patient was started on lovenox for 90 days after discovery of the thrombus. On (B)(6) 2019, patient underwent a sternotomy to remove the thrombus from the device. No further information is known at this time.